Manufacturer narrative:
(B)(4).

Event description:
The customer reports: PICC line inserted - air aspirated through 1 lumen - found blood evading at part of the catheter outside patient - the other lumen ok. The catheter was removed and a new one inserted. .

Manufacturer narrative:
(B)(4). The customer returned the product lid stock and one 2-lumen PICC catheter for evaluation. The catheter showed evidence of use in the form of dried blood. No other components were returned. Visual examination of the catheter with the naked eye did not reveal any damage of anomalies. Microscopic examination of the catheter revealed a small hole in the catheter juncture hub. The hole is consistent with the location of the leak observed during functional testing. The catheter body length measured 525 mm which is within specification. With the catheter distal tip occluded, water was injected into the catheter luer hubs for both of the extension lines using a lab inventory 10 ml syringe. Leakage was observed from the juncture hub when the proximal extension line was pressurized. The location of the leak was consistent with the hole identified during visual inspection. No leakage was observed when testing the distal extension line. A device history record review was performed on the catheter and no relevant manufacturing issues were identified. The report of the catheter leaking was confirmed through examination and testing of the returned sample. During functional testing a leak was observed from a hole in the catheter juncture hub. The appearance of the hole was consistent with a manufacturing defect. Based on the appearance of the leak site and the information provided by the customer, the probable cause for the defect is manufacturing related. A non-conformance request has been initiated to further investigate this issue.

Event description:
The customer reports: PICC line inserted - air aspirated through 1 lumen - found blood evading at part of the catheter outside patient - the other lumen ok. The catheter was removed and a new one inserted.